Event description:
It was later reported that the pump was explanted.

Event description:
It was initially reported that patient was recently implanted and about four weeks later developed redness, tenderness at device pocket site along with fever. Patient was referred to ID (infectious disease) doctor and was started on IV antibiotics. Patient was told following the course of antibiotics the pump would probably need to be coming out because of the concern of spinal column infection. Per reporter the infection was not really confirmed though the ID doctor felt and was pretty sure it was however when the patient was scheduled for surgery (B)(6) 2013 the spinal surgeon examined her wound and said he wasn¿t really sure that it was infected. In his opinion since the staples had been left in for five weeks maybe wasn¿t as bright because she was on the IV antibiotics. So, he took the staples out and said, ¿let¿s do another week course, and then we¿ll stop it and see where to go from there.¿ patient had a recurrent, low-grade fever. She hadn¿t stopped the antibiotic yet and continued to have fever. The ID doctor recommended patient to go to a more specialized surgeon. Per reporter patient will die without a pain pump, ¿her body is all crumpled, she¿s got severe scoliosis, it¿s not going to be an easy fix¿ and they were looking for an experienced specialized surgeon. Drug delivered via the device was morphine. Three days later it was reported that the pump was scheduled to be explanted on (B)(6) 2013. Culture was taken from device pocket and was positive for enterobacter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that after the patients implant in (B)(6) of 2013 the patient developed a pocket infection. The patient had tried antibiotics to try and get the infection to go away but was not working. When the device was being removed, it was discovered that the catheter for the device had fractured. The catheter was removed but the "plastic tubing" for it remains. Per the reporter, it was unknown if it was the device that had been causing the infection or not.